Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. Concomitant products: excelsior sl-10 (stryker) and an enpower dcb (lot unknown) was used for the initially reported procedure. It is unknown if this coil was used during the surgery. Very limited information was received. The enpower control cable (ecb) was returned and passed testing, however the unspecified enpower detachment control box (dcb) was not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Two microcoil systems were returned unidentified and placed into the same bag even though the label called out only for one microcoil device. Only one device was documented for return not two. It was required to separate the two unidentified interlocked and entangled coils. Despite three requests for additional information regarding this device none was received; therefore this coil will be identified as coil ¿a¿ of an unknown complaint origin. It cannot be definitively determined that this unidentified coil belongs to this pi or complaint, however the device failing the electrical testing points to the possibility that this coil could be the field complaint device, therefore due diligence requires that this device be tested and reported. The coil dimensionally is a deltamaxx 9 x 35.0 with the lot number unknown. Unreported intermittent coil damage was found causing the secondary winding to have sections of kinking. The detachment fiber was found to be undamaged, intact, and did not receive heat and melt the unidentified device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the test enpower and test cable systems ready green light failed to illuminate (IFU). Manipulation at the distal tip of the resistive heating coil brought the resistance back into a passing specification of 50.9 ohms. No manufacturing defects were found. Due to post-procedural handling, cleaning, and packaging, the circumstances of how and when the unreported damages found occurring to the coil cannot be determined. The complaint of this unidentified coils non-detachment is confirmed, however it cannot be definitively determined if this is the complaint coil as the coil was send back unidentified and was not included in packing/shipping documentation as a complaint coil, however due diligence requires an investigation even if the connection to this complaint may be remote. While the root cause cannot be determined for this unknown coils non-detachment, the most likely contributing factor may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all coils are tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The manufacturing lot number is currently unknown; therefore the final manufacturing records could not be reviewed. The complaint of this unidentified coils non-detachment is confirmed. While the root cause cannot be determined for this unknown coils non-detachment, the most likely contributing factor may have been due to a fracture of the solder joint connection inside the resistive heating coil. A device history record review cannot be completed because the lot for the product is unknown. From the information available there is no evidence of a manufacturing issue, therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure the first coil used a deltamaxx coil (catalog#/lot# unknown) could not be detached with the enpower control cable (ecb00018200/p11151). This was despite the pre-deployment electrical check being successful and the signal beeping when the detach button was pressed. All connections appeared to fit properly without application of excessive force. The physician pressed the detach button several times however the coil did not detach. The cable was then replaced with a new cable (lot# unknown) and the coil successfully detached. The complaint deltamaxx coil (cdx18093530/c37028) was inserted into the microcatheter (competitor's device) but during delivery the microcatheter kicked back and migrated out from the target aneurysm. The physician decided to recover the coil, when he zipped back the re-sheathing tool, the introducer sheath got split open and the coil / dpu could not be re-sheathed. Another coil (lot# unknown) was implanted using the same competitor's microcatheter and the procedure was completed without further issues or delay. There were no reports of other damages on the complaint deltamaxx coil upon removal other than the split introducer sheath. The procedure was the coil embolization of an aneurysm at the interior communicating-posterior communicating artery. The patient's vessels were neither torturous nor calcified. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The complained products will be returned for analysis. No further information is available.